Event description:
It was reported that prior to a percutaneous transluminal angioplasty (pta) procedure, foreign material was found. Upon unpacking the small peripheral cutting balloon, before the pouch was opened, a hair was noted in the sterile package. The device had no contact with the patient. The procedure was completed with another of the same device.

Event description:
It was reported that prior to a percutaneous transluminal angioplasty (pta) procedure, foreign material was found. Upon unpacking the small peripheral cutting balloon, before the pouch was opened, a hair was noted in the sterile package. The device had no contact with the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the pouch found that the pouch had been opened at the bsc seal. The seal was taped closed and the device was inside its protective coil tubing. An examination of the pouch found two pieces of foreign matter (fm) inside the pouch. The first piece measured 12mm in length. The second piece measured 18mm in length. Both pieces of sterile fm are within specification. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is a user preference issue. (B)(4).

Manufacturer narrative:
Updated conclusion from (B)(4) to (B)(4) - no failure detected and product within specification. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a percutaneous transluminal angioplasty (pta) procedure, foreign material was found. Upon unpacking the small peripheral cutting balloon, before the pouch was opened, a hair was noted in the sterile package. The device had no contact with the patient. The procedure was completed with another of the same device.